Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of ¿calibration needed¿ could be confirmed from the error logs provided. Inspection and laboratory testing could not be performed because the devices were not returned for investigation. The logs couldn¿t be downloaded as the devices were not returned for investigation; however, the facility provided the error logs of the involved syringe modules. A review of the syringe module s/n (B)(6) showed three (3) instances of error 351.6760.0 (syr_not_calibrated) recorded on june 10 ,2025 between 8:08 pm to 8:09 pm. A review of the syringe module s/n (B)(6) showed ten (10) instances of error 351.6760.0 (syr_not_calibrated) recorded on june 10 ,2025 between 6:53 pm to 7:32 pm. A review of the syringe module s/n (B)(6) showed sixteen (16) instances of error 351.6760.0 (syr_not_calibrated); four (4) recorded on december 04, 2024, three (3) recorded on june 04, 2025, nine (9) recorded on june 10, 2025, and the last error was recorded on june 17, 2025, at 9:32 am. The bd alaris¿ system with guardrails¿ suite mx user manual (v12.1) notes that syringe calibration required alarm message means the module needs calibration before use. Calibrate scrolls in the message display. Other modules currently infusing will continue to operate. Replace the module with an operational device as soon as possible. Service by qualified personnel is required. Press the confirm soft key to continue. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported ¿calibration needed¿ could not be definitively determined, the returned error logs showed errors 351.6760.0 recorded on the suspect syringe modules. Agility confirmed the issue with the syringe modules s/n (B)(6) and s/n (B)(6). After completing calibration, both units successfully passed all tests, additionally they reported no issues found with syringe s/n (B)(6). Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump alerted "calibration needed" while clinician was attempting to use them after being pulled from storage. There was patient involvement but no harm. Third party testing was completed and following calibration, units passed testing.